Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and missing end capsticker.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 186 mg/dl. The insulin pump will be replaced.